Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that a flushing test was performed before use, and there was no problem with the catheter at that time. However, there was a leakage at the insertion site during use. The catheter was replaced with a new one. No patient injury. No intervention required.

Manufacturer narrative:
(B)(4). The customer returned one 2-lumen cvc catheter for evaluation. Visual examination did not reveal any defects on the extension lines, catheter body, catheter tip, or juncture hub. The catheter showed evidence of use in the form of dried blood in the catheter lumens and skive marks. Microscopic examination of the catheter did not reveal any defects. The catheter body outside diameter (od) measured 2.418mm which is within specification. The catheter body length was also measured and was found to be within specification as well. Functional testing was performed by connecting each of the catheter extension lines to the lab leak tester and clamping off the distal end of the catheter. The leak tester was turned on and the pressure was increased to 45 psi and held for 30 seconds for each of the extension lines. No leaks were observed from any region of the catheter. A device history record (DHR) review was performed on the catheter and no relevant findings were identified. The instructions-for-use (IFU) for this product advises that indwelling catheters should be routinely inspected for desired flow rate, security of dressing, correct catheter position and for secure luer-lock connection. The reported complaint of the catheter leaking at the insertion site could not be confirmed through examination and functional testing of the returned sample. The returned catheter did not leak during functional testing and met all dimensional and visual requirements. A DHR review did not reveal any manufacturing related issues. No problem was found with the returned catheter.

Event description:
The customer alleges that a flushing test was performed before use, and there was no problem with the catheter at that time. However, there was a leakage at the insertion site during use. The catheter was replaced with a new one. No patient injury. No intervention required.